Event description:
Rn of home patient reported a leak from a hole along the seam of the drain bag of "several" y-sets. Rn reported home patient was treated, one time, with 1 gm vancomycin intra peritoneal in a 10 hr dwell, propylactically. No home patient injury reported per rn.